Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent revision breast augmentation with a 750cc mentor memorygel breast implant experienced bilateral breast pain, and bilateral rupture procedure. The patient reported that the implants ruptured and disintegrated, they were really heavy and were hurting her back. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022. This report relates to the right side. Note: this patient has 4 different events. One has been reported with: manufacturer report number 1645337-2022-02107.

Manufacturer narrative:
Additional information received on march 01, 2022 indicated that the pre-op, and post-op revealed breast ptosis, and breast asymmetry. Findings: removed right 750 cc ruptured gel implant and left 750 cc ruptured gel implant. Bilateral superior medial based pedicled vertical mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device image evaluation completed on march 11 , 2022. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).